Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on june 17 at 11 am with blood glucose of 600 mg/dl. The customer's other blood glucose is 578 mg/dl. The customer experienced vomiting due to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with fluid. Based on customer report customer did allege pump was under delivering because they think that the insulin pump not working well. Customer was unable to complete carelink upload. The customer declined further troubleshoot for high blood glucose. The device will not be returned for analysis.